Manufacturer narrative:
Explant date: if explanted; give date: na (not applicable) lens explant planned; but unknown if and when explanted was performed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) will be explanted in a secondary procedure due to blurry vision, dysphotopsia and the planned replacement is a monofocal lens. The patient's initial follow-up visit indicated that her doctor found a piece of tissue in her eye. Doctor stated that it looked like a piece of cortex, like a skin in an onion. But doctor said to just keep it then. It is supposedly getting small over time. She has no inflammation; however, on the first day post op she developed a fog in her right visual field that moves around. Her left visual field seems fine. She sees very well when using the computer and can see fairly clearly at distance but is decreasing over time. Patient then experienced blurry vision in center of the eye, kind of like a film/fog that later on moves in different places in the eye. Almost like a cloud. She went to see her doctor again who suggested that they explant the lens. Doctor stated that they should not wait because it might be more difficult if they let the lens stay longer because some tissues may develop and surgery will be more difficult. Patient stated that the blurriness is better now but is still annoying and disturbing to her. She can read the computer, drive but with glasses since her right eye still has cataract, but her distance vision is perfect. No further information was provided.

Manufacturer narrative:
Additional information: through follow-up it was learned that the lens was explanted a month ago from (B)(6) 2017 and exchanged with a non-amo lens. The patient's vision is better, no problems. Lens explanted a month ago from (B)(6) 2017 no exact date provided, therefore (B)(6) 2017 is being provided as a best estimate. No further information was provided.

Manufacturer narrative:
Additional information: further information was received from the patient. To date, the lens remains implanted. Patient saw another doctor and there still may be plans to explant the lens; but no definite date was indicated. Patient continues to have the same issues with her vision. Device evaluation: as the lens remains implanted, a product investigation was not possible. Manufacturing record review: a review of the manufacturing records was performed. During the manufacturing record review no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. A search of complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lens. Based on the results of the investigation, no product deficiency was identified. The customer's reported event could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 8/14/2017 device returned to manufacturer ¿ yes. Device evaluation: the returned device was visually inspected with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. All pertinent information available to abbott medical optics has been submitted.